Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stenting and bile passage procedure of the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, resistance was met when attempting to deploy the stent. The guide catheter stretched and the stent failed to deploy. The complainant stated that the elevator of the endoscope was free, the endoscope had no tension, and they also adjusted the endoscope position so that the delivery system was straight, and the stent still could not be released. It was confirmed that no other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. (B)(4) for the reported event of guide catheter broken. The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed no damage to the stent or suture. The push catheter was found broken near the hub and it appeared to have been cut by the customer. The broken end of the push catheter with the hub was not returned. The guide catheter was found stretched and broken near the proximal end. The broken proximal end of the guide catheter was returned loaded on a guidewire and could not be removed due to the stretched guide catheter. No damage was noted to the guidewire. The distal end of the guide catheter was noted to be kinked. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.